Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely. Review of the transmission revealed several non-sustained right ventricular over-sensing electrocardiograms due to noise on the right ventricular lead. The patient would continue to be monitored. There were no patient consequences.

Event description:
New information received noted that the right ventricular lead exhibited low impedance and more noise episodes.

Event description:
New information received noted that the lead was capped and replaced on (B)(6) 2020. There were no consequences due to the over-sensing of noise and the patient was stable throughout.